Event description:
(B)(6) clinical study. Same case as: 2134265-2012-01201. It was reported that during a percutaneous transluminal intervention, vessel dissection occurred. Lesion 1 was located in the 1st obtuse marginal. The lesion was 95% stenosed, 2.5mm in diameter and 14mm long. The physician attempted placing a 2.5x12mm promus stent in the lesion however, the stent was unable to advance. The lesion was treated with predilation and placement of a 2.5x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal portion of an saphenous vein graft (svg) to 1st obtuse marginal (om). The lesion was 75% stenosed, 4.0mm in diameter and 10mm long. Lesion 2 was treated with predilation and placement of a 4.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 3 was located in the mid portion of an svg to the 1st om. The lesion was 75% stenosed, 4.0mm in diameter and 18mm long. The lesion was predilated using a 6.0x15mm apex balloon, followed by predilation using a 2.5x12mm taxus liberte delivery system balloon. Post angioplasty there was a grade b dissection. The dissection and the target lesion were treated with predilation and placement of a 4.0x20mm taxus liberte stent. Residual was 0%.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).